Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a robotic gastric bypass, the scrub tech attempted to unload the stapler and the stapler was locked in articulation. The reload was not able to be removed. The battery was changed, however, the circumstances did not change. A new device system was used to complete the procedure. Seamguard reinforcement material was used. The product will not be returned. There was no patient or user involvement. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The last known patient status is discharged.